Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly and pump wake button was not working properly. There was no reported impact to customer's blood glucose. Although requested, customer declined to provide further information.